Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (pt (B)(6) old). According to the complainant, during insertion of the ultratome into the scope, it bent about an inch from the tip. It is unk how the procedure was completed. There were no pt complications reported as a result of this event.